Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the barrel on the cable tensioner was blocked. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reported barrel was blocked. The repair technician reported the cannulation had dirt/debris inside. Dirty / debris is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on june 11, 2014. This item passed synthes final inspection and was returned to the customer on july 10, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.